Event description:
(B)(6)2017 : bha was done for femoral neck fracture. (B)(6)2017 : infection occurred and drainage was performed. The doctor determined that the no causal relationship with the device. Patient was recovered.

Manufacturer narrative:
Reported event: an event regarding infection involving a size 6 accolade ii 127 deg was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot and no similar events for sterile lot. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2017: bha was done for femoral neck fracture. On (B)(6) 2017: infection occurred and drainage was performed. The doctor determined that the no causal relationship with the device. Patient was recovered.